Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon ¿no image with 180 scopes (black screen)¿ occurred because the operational amplifier malfunctioned. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received reported the event occurred during the beginning of a colonoscopy. The patient was transferred to another procedure room and the procedure was completed with a similar device. The procedure was delayed 15-20 minutes and the patient was under sedation. The device was inspected and everything was ok. The customer noted that this was not the first procedure of the day.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was no image with the 180 scope series due to loosening of the flexible printed circuit board. The video connector was worn out. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that there was no image and the screen was black on the cv-190 evis exera iii video system center during a diagnostic procedure. There was no reported harm or injury during the procedure due to this event.